Event description:
Pt was prepped around incision site. Allergic reaction to chloraprep used in surgery case. Reported to surgeon 4 days post op. Rash and blisters around incision and steristrips. At 4 days post op pt reported rash and blisters around incision.